Manufacturer narrative:
The device was returned for analysis. Upon a visual inspection of the device, it was determined that the seal was intact. The device appeared to be in good condition and there were no signs of external damage. The investigators powered up the device, performed an audio and an occlusion test to duplicate the alarm, but they were unable to duplicate it. They were unable to determine what caused the problem and found no damage to the speaker. As a preventative measure, the speakers were replaced. The device was powered up and the device passed the audio test and other functional tests. A corrective and preventative action (CAPA) is open and ongoing to capture this issue and related ones. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a primary audible alarm had occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.